Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr, but the customer did not state the result. No additional information has been provided by the customer at this time. Eua#: (B)(4). The following information was provided by the initial reporter: "the result showed positive with pink patch, user was concern about quality issue."

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr, but the customer did not state the result. No additional information has been provided by the customer at this time. Eua#: eua(B)(4). The following information was provided by the initial reporter: "the result showed positive with pink patch, user was concern about quality issue."

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1020841. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. A photograph was returned and showed rapid detection of sars-cov-2 veritor ce and unable to confirm false positive. Bd quality will continue to closely monitor for trends. H3 other text : see h10.